Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00815.

Event description:
It was reported that an inserter would not detach from the mating spacer once the spacer was placed in the disc space. The spacer was subsequently removed and replaced with an alternative spacer using an alternative inserter to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned device was examined. The inner and outer shaft were returned jammed. When recreating this issue, it could only jam when the outer handle had a gap in it. This gap indicates that the handle had loosened and been removed in past usage, likely it was disassembled as part of the cleaning process. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that an inserter would not detach from the mating spacer once the spacer was placed in the disc space. The spacer was subsequently removed and replaced with an alternative spacer using an alternative inserter to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.